Event description:
**Update** (B)(4) 2013 litigation papers received. Litigation alleges pain, weakness, swelling and stiffness. Doi provided.

Event description:
**Update** (B)(4) 2013-litigation papers received alleging that the patient suffers from pain, weakness and swelling. Also alleged is excessive levels of chromium and cobalt, and decrease mobility.

Event description:
**Update** (B)(4) 2013 - plaintiff¿s preliminary disclosure form was received, which identified product/lot information. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation.

Manufacturer narrative:
Depuy still considers this investigation closed.

Manufacturer narrative:
Depuy still considers this investigation closed.

Event description:
Patient contacted depuy/(B)(4) as a result of the asr recall to initiate a claim. Medical records were obtained. Medical records indicate that the patient was revised to address significant metallosis.

Manufacturer narrative:
Depuy still considers this investigation closed.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.